Event description:
It was reported that the handpiece is getting warm during routine maintenance. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the handpiece is getting warm during routine maintenance. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection. The device overheated. Upon disassembly, it was determined that the e-box required replacement and the motor bearing was damaged. The affected components were replaced. The device was returned to the customer after passing all final inspection activities.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.